Event description:
Information received by medtronic indicated that the insulin pump was breaked and finished in water. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged moisture damage fluid in the pump found on event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba1 / pcba2 and harness assembly. (B)(4).